Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6) hospital . The device was returned to olympus for evaluation, and the evaluation was confirmed due to a front panel led lighting failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, some of the numbers on the lcd screen were multiplied on the insufflation unit display. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel led lighting failure could not be identified. Olympus will continue to monitor field performance for this device.